Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient admitted with pocket infection. The pacemaker, the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced with dual chamber leadless pacemaker on (B)(6) 2026. The patient was in a stable condition.